Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving fentanyl and bupivacaine via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient's pump became infected and was removed. The patient's symptoms were fever, redness, and swelling at the pump site. Once the hcp was in the pocket to remove the pump, there was an obvious infection. It was not known what was cultured. The patient was treated with antibiotics and did not plan to have another pump implanted. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Conclusion of the catheter has been updated.